Event description:
It was reported the transmitter's failed to power up and it's circuit board on the power adapter showed burn marks. The transmitter was not replaced. No patient condition was reported.

Manufacturer narrative:
Information on transmitter replacement and age were updated respectively at b5 and a2.

Event description:
Information was updated that the transmitter was replaced.

Manufacturer narrative:
The field complaint of the transmitter not powering on was not verified. Visual inspection revealed no physical damage to the unit. The unit was plugged in and powered on and booted up to sleep mode. Performed delete data process successfully and no defects were found at the time of analysis.